Event description:
Incident summary: a pt was examined with the sense spine coil, 15 channels. The pt returned to the hospital 5 days after the examination and reported a blister had developed on his left thigh and second digit later on the examination day. Investigation is ongoing.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still on going on this event. When the investigation is completed a follow-up report will be sent to the FDA.